Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer reported this was not the second occurrence of replace battery alert or replace battery now alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm and missing segments/partial display found on apr 03, 2022. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. However, the pump was unable to vibrate during self test. Device was monitored for several days and no missing segments/partial display and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: 04/03/2022 07:35:08.000 to 04/03/2022 07:53:27.000, 04/03/2022 08:11:01.000 to 04/03/2022 08:28:57.000, 04/03/2022 23:15:44.000 to 04/03/2022 23:26:00.000, low battery alert was recorded and found in the formatted history file on: 04/03/2022 07:06:00.000, 04/03/2022 07:06:58.000, replace battery alert was recorded and found in the formatted history file on: 04/03/2022 14:36:00.000, replace battery now alarm was recorded and found in the formatted history file on: 04/03/2022 15:07:00.000, 04/03/2022 15:17:00.000, power loss alarm was recorded and found in the formatted history file on: 04/03/2022 15:18:43.000, 04/03/2022 15:18:51.000. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Upon checking on the power data, power loss alarm unloaded vaa voltage (battery voltage) of 1.576v &1.577v. The customer is using a good battery. Power loss alarm was expected since the battery was removed for more than 10 minutes from 2022-04-03 at 15:18:04, 2022-04-03 at 15:18:44 & 2022-04-03 at 15:18:51. Device was cut open to perform visual inspection and found corrosion on the vibrator assembly. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the pcba1, pcba2, force sensor and motor assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued testing. Device successfully vibrate during the self test. Vibrate anomaly was confirmed due to corrosion on the vibrator assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a pillowing keypad overlay. Missing segments/partial display and unexpected battery power loss or replace battery alert/replace battery now alarm were not confirmed. Vibrate anomaly was confirmed due to corrosion on the vibrator assembly. Slight corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.